Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 5.1, 4.3. On (B)(6) 2011, pt called results into coumadin clinic and was told to hold her medication for the evening. Caller also reported discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 3.9; lab: 3.0. Pt's therapeutic range: 2.5-3.5 inr.